Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a prime rewind anomaly. Customer reported insulin was squirting out during the manual prime process. It was also found insulin did not continue to drip after the act button was released during troubleshooting. Customer stated their drive support cap was not damaged. The customer's blood glucose was 77 mg/dl. Customer also reported receiving a no delivery alarm. The customer stated the alarm occurred during a manual prime. Customer will return their reservoir for analysis. No additional information provided.